Event description:
It was reported that the patient with this pacemaker had presented to the hospital clinic for a routine follow up. The patient was last seen just over three months ago and had battery longevity of one year. The device was unable to be interrogated with two different programmers. An electrocardiogram was placed on the patient and displayed stable sinus rhythm. A magnet was placed onto the device and there was no change in rhythm. The patient was asymptomatic. The patient was admitted into the hospital and is being scheduled for a generator change. Additionally, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was measured at 1.534 volts which is too low to support pacing and telemetry functions. Detailed testing identified a short within the battery itself. This short resulted in the inability to interrogate this pacemaker. This battery is obsolete and no longer used.

Event description:
It was reported that the patient with this pacemaker had presented to the hospital clinic for a routine follow up. The patient was last seen just over three months ago and had battery longevity of one year. The device was unable to be interrogated with two different programmers. An electrocardiogram was placed on the patient and displayed stable sinus rhythm. A magnet was placed onto the device and there was no change in rhythm. The patient was asymptomatic. The patient was admitted into the hospital and is being scheduled for a generator change. Additionally, the device was explanted and replaced. No additional adverse patient effects were reported.